Manufacturer narrative:
A walkthrough of the actual line to detect potential causes observed that all procedures are being followed accordingly. Four unused samples with lot number 628735964 were received for evaluation. A sample analysis was performed; as part of the analysis the samples were visually inspected according to the product specification; three samples showed cracking about 2 inches from the tip and one sample has damaged packaging. The reported condition by the customer was confirmed. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. During the walk through the process an observation was made that the manifold and cooling system required some minor improvements. The formal investigation actions being taken to address this condition were: brainstorm and fishbone analysis were performed. Preventive action tool was repaired: -change manifold in tool (spare part manifold). -clean out probes and tips. C.-clean out of cooling lines. A production notification was issued to all personnel to ensure that they are aware on the condition reported by the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 05/19/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states that within the package, they received 3 damaged products that were broken near the top of the yankauer.